Event description:
It was reported that when using the bd pyxis¿ medstation¿ es urgmarc device was down and re-image required in order to restore functionality. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was down and re-image required. The re-image was done by the field service engineer and a technical support specialist followed ka- knowledge article (unnecessary proxy settings causing disconnected mode) to align settings with es server, reinstalled rss agent, changed os region to french france, installed french language pack and zebra printer, re-synced station, and confirmed no remaining issues. The system functioned as intended after the technical support specialist troubleshot the device.